Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unlock buttons on the touchscreen appeared ¿black and abnormal¿. Additionally, it was reported that the control iq software did not function as intended. Customer's blood glucose was approximately 300 mg/dl. Additional information was not provided.